Manufacturer narrative:
The complainant part was not fully implanted during the surgical procedure on (B)(6) 2015. Prior to procedure completion, the screw was removed due to expiry.device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: a surgical delay of five (5) to ten (10) minutes was noted.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail (tfn) procedure on (B)(6), 2015 after the surgeon placed the locking screw and before suturing the patient up it was noted that the screw had expired in may 2015. The surgeon removed the screw and completed the procedure with a different non-expired screw. There was no reported surgical delay. There was no reported labeling issue or device malfunction. This report is 1 of 1 for (B)(4).